Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection was performed and was unable to verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from an unspecified location. It was not specified when in the process this occurred. The reporter stated that this occurred when an unspecified secondary set was inserted into port. The leak was described as a fine spray that came from primary infusion tubing." There was no report of patient injury or medical intervention associated with this event. No additional information is available.